Event description:
It was reported that approximately six years after implantation of a vena cava filter, a detached filter leg was identified in the left ventricle and another filter limb was extending outside the caval wall into the spine. The filter and the detached filter leg were successfully removed without incident. Upon removal, it was noted that two filter limbs had detached; however, the second detached limb could not be located in the pt despite thorough scanning. There was no reported pt injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb perforation and filter limb detachment. Based upon the available information the definitive root cause for this event is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide the patient's sex, date of event, and the date of explant, which were updated in the appropriate sections.